Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
Risk manager of the hospital, reported that "the nail fractured, but the pt did not fall, and possible pseudarthrosis was noticed during a follow-up on (B)(6), 2011. Also, reported that the nail was implanted on (B)(6), 2010 further to a hip fracture and the surgeon revised pt to a total hip.